Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Analysis of the returned generator and lead was completed. There were no performance or any other type of adverse conditions found with the pulse generator. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portion. Note that since a portion of the lead (including the electrode array) was not returned for analysis, an evaluation cannot be made on that portion of the lead.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the patient was scheduled for generator and lead replacement due to high impedance. The patient underwent lead and generator replacement due to high impedance. The lead was cut leaving the electrodes left on the nerve. Only a portion of the lead was explanted. The generator and portion of the lead were received for analysis. Analysis is underway, but has not been completed to date. No additional relevant information has been received to date.